Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that there was a total occlusion in the distal right coronary artery to the posterior descending. There was moderate calcification and the vessel diameter was 2.5 mm. The zeta was inflated up to 10 atms and then another inflation was made; however, the pressure did not increase at all. It appeared that the balloon had ruptured. Another co's balloon catheter was used to complete the procedure. Reportedly, there were no pt effects. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - product performance engineering reviewed the incident info; however, it was not possible to perform a thorough analysis because the device was not returned for eval. Balloon ruptures can result from, but are not limited to, balloon damage during mfg/materials, interactions with other devices, pt anatomy, lesion calcification, or insufficient preparation prior to use. In this case, the reported moderately calcified lesion could have contributed to mechanically damaging the surface of the balloon such that upon inflation, the balloon ruptured. However, without a returned device for analysis, a definite root cause for the balloon rupture cannot be determined.